Event description:
New information noted that the chronic lv lead continued to exhibit loss of capture and at an unknown date the device was reprogrammed to rv pacing only. The lead was capped and an epicardial lead was implanted on (B)(6) 2018. The patient was in stable condition.

Event description:
It was reported that during the atrial and right ventricular lead revision procedure, it was observed that the left ventricular lead was capturing in one vector only. Lead replacement was unsuccessful; the physician elected to keep the existing lv lead implanted. The patient¿s condition was stable during and post procedure. The patient was asymptomatic during post-operative check on (B)(6) 2017.